Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not click onto the pump. Reportedly customer resused the cartridge. The customer changed cartridge to address the issue. There was no adverse impact to customer's blood glucose level.